Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on how to properly press the button, but as the issue persisted, they decided to replace the pump. The customer acknowledged understanding how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label within 10 days. The pump was confirmed to be under warranty, and the customer planned to use mdi as a backup therapy to ensure continuous insulin delivery.